Event description:
Patient contacted dexcom and reported dexcom technical support to report the senseor gave inaccurate blood glucose readings. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.